Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented through merlin.net transmission, a stored episode of vf with aborted therapy due to ventricular noise was observed. Lead was capped and replaced on (B)(6) 2016 due to oversensing. Patient was fine.